Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a chemical leak occurred at the base of the filter and line connection on the pump side line. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
D3 - mfg establishment name-corrected. One device was returned for analysis. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the loose tubing connection. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.